Event description:
On 1/25/1999 pt had angiogram and was returned to cardiology unit. When activated clotting time level determined to meet criteria (act 137) sheath to be pulled from groin. C-clamp and compressar disc in place and to be released to pull sheath. When releasing devices compressar disc cracked and disintegrated. This apparently caused irritation to clotted vessel which caused bleeding and the development of a hematoma. Manual pressure applied. No further intervention required but pt has hematoma and large area of ecchymosis. All devices with suspected lot numbers pulled and replaced by MFR on 1/26/1999.